Event description:
There was an allegation of questionable sodium results from the cobas integra 400 plus. Patient 1 initial result was 123 mmol/l. The sample was reprocessed on the avl instrument, and the result was low (no specific data was provided). The customer replaced the calibrator bottles, performed automatic tower cleaning, and performed calibration and controls. The sample was then repeated, and the result was 138 mmol/l and was believed to be correct. Patient 2 initial result was 124 mmol/l, and the repeat result after the customer actions was 137 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Manufacturer narrative:
The investigation determined that the event was due to insufficient maintenance by the customer or pre-analytical handling issues at the customer site. The investigation did not identify a product problem.